Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and over delivery. Blood glucose level at the time of the incident was 54 mg/dl. Customer¿s current blood glucose was 65 mg/dl. Troubleshooting was done for low blood glucose event. Customer experienced symptoms due to low blood glucose such as pain. Customer stated they treated low blood glucose with food. Customer stated they been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode system was not used at the time of event. The insulin pump will not be returned for analysis.